Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported than an internal blood leak was visible immediately after treatment was initiated. The machine alarmed. The blood flow rate was 350; the dialysate flow rate was 800. The estimated blood loss was 200 ml and no adverse effects were felt by the patient. The sample was discarded.